Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's lactate dehydrogenase levels had been fluctuating from 500 u/l to 1000 u/l the previous few weeks and an audible sound was heard coming from the pump. The patient was treated with IV heparin. The patient received a heart transplant on (B)(6) 2015 and is doing well.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. Examination of the sealed inflow conduit revealed white, grainy, non-laminated depositions situated on the textured blood-contacting surface of the inlet tube. Similar depositions were found in the lumens of the outflow graft, inlet elbow, and outflow elbow. Although specific causes for their development could not be conclusively determined, the depositions appeared to have developed in these areas. The depositions did not appear to occlude the flow of blood. Upon disassembly of the returned pump, examination of the outlet stator revealed a non-laminated deposition situated in between the outlet bearing ball and the stator blades. The lack of laminated layering indicates that the deposition did not develop in the outlet stator. Although its origin and a duration of time for which it was present in the outlet stator could not be conclusively determined, the deposition appeared to have areas that appeared denatured, and the contact on the outlet bearing cup and the outlet cone section of the rotor, suggest that the deposition was present while the pump was operating. The depositions found in the evaluation would have contributed to the reported hemolysis. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the depositions. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the intermacs registry indicating: the patient heard an audible noise (hum) coming from his vad. It was audible to clinicians but then went away. He was brought back for admission when his ldh came back elevated at 956. He was admitted to start a heparin drip. His ldh ranged from 580-1305, but did not return to baseline so he remained in the hospital until transplant. Additional information was also provided: did patient experience a thrombus event (suspected or confirmed): yes. Thrombus event: signs or symptoms: hemolysis. Thrombus event intravenous anticoagulation. Malfunction component: pump; pump body. Device malfunction: yes. Patient outcome: urgent transplantation. Device malfunction causative factor: no cause identified.